Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced glare and flickering. The iol was changed for a different model two months following the initial implantation due to the patient being unable to tolerate lens due to glare. Additional information was provided indicating that the patient's issues have resolved after iol replacement. The prognosis is excellent.